Event description:
It was reported that during prep for a coronary stent procedure, when the lumen was flushed, the flash came at a 90 degree angle from a hole in the side. The device had no contact with the patient.